Event description:
Customer reported that several erroneously low cortisol results were generated by the access 2 immunoassay system for one patient. The results were not reported out of the laboratory. The customer re-centrifuged and retested the sample. The results were in a different clinical range. There were no changes to the patient's care or treatment. There are no reports or any adverse events or need for medical intervention to prevent or preclude serious injury.

Manufacturer narrative:
No service call was initiated; accordingly no examination of the system was conducted. No conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between january 01, 2008 and october 23, 2010 for additional reportable events.